Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, device extrusion. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel xtra breast implant 700cc gel breast prosthesis developed baker grade IV capsular contracture in her left breast post implantation. Additionally, the patient developed a small blister on her left breast and she popped it which led to leakage. A wound developed and the breast prosthesis became visible. Lastly, it was reported that the capsular contracture was pushing the breast prosthesis out of the incision site. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel xtra breast implant 700cc gel breast prosthesis on (B)(6) 2022.